Event description:
Customer called and reported experiencing high blood glucose of 450 mg/dl. Customer was having difficulty calibrating with the sensor. Customer was advised to turn sensor off until blood glucose was stable and then calibrate. No further assistance was required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.